Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified while the system was in clinical use. However, no patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting and analysis of the system log files indicated that the system's image processing pc (ippc) had malfunctioned. The fse replaced the ippc and hard disk drive. After the ippc and hard disk drive were replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that free disk space is too low, ippc failed to bootup. There was no harm reported. It is unknown if the system was in clinical use or not. A fse inspected onsite and replaced the ippc and hdd which returned the device to use in a good working condition.